Event description:
Ventilator with intermittent shut down while connected to external battery.

Event description:
Event trace confirms the reported problem. Testing by MFR was unable to reproduce the reported problem. Unit is fully functional.